Manufacturer narrative:
As reported, before using this product, another mynxgrip balloon ruptured. Therefore, a new 5f mynxgrip vascular closure (vcd) was tried but the balloon ruptured again. The balloons lost pressure during prep. There was no patient injury reported. Hemostasis was achieved using another unknown device. The deployer¿s mynx training status is that they used it well. The products were stored and handled according to the instructions for use (IFU). The mynx vcds were prepped according to IFU instructions. There was nothing unusual noted about the devices prior to opening the package. This was a percutaneous transluminal angioplasty (pta) case. The sheath introducer used for the procedure was a non-cordis sheath. The femoral artery¿s suitability was verified on angiography or venography including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was an artery. The vessel diameter was verified to be greater than 5mm in diameter. The vessel tortuosity was normal. The patient was not hospitalized nor was the patient¿s hospitalization extended as a result of the event. The device was not returned for analysis. A product history record (phr) review of lot f1834102 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure at prep¿ could not be confirmed since the device was not returned for analysis. The exact cause of the loss of pressure reported could not be determined. Based on the limited information available for review, it is not possible to determine what may have contributed to the issue reported. However, handling factors are possible. According to the instructions for use, which is not intended as a mitigation, users are instructed to discard the device if the balloon does not maintain pressure. Neither the phr review nor the information provided suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f1901404 was performed and it was found that the lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, before using this product, another mynxgrip¿s balloon ruptured. Therefore, a new 5f mynxgrip vascular closure (vcd) was tried but the balloon ruptured again. The balloons lost pressure during prep. There was no patient injury reported. Hemostasis was achieved using another unknown device. The deployer¿s mync training status is that they used it well. The products were stored and handled according to the instructions for use (IFU). The mynx vcds were prepped according to IFU instructions. There was nothing unusual noted about the devices prior to opening the package. This was a percutaneous transluminal angioplasty (pta) case. The sheath introducer used for the procedure was a non-cordis sheath. The femoral artery¿s suitability was verified on angiography or venoghraphy including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was an artery. The vessel diameter was verified to be greater than 5 mm in diameter. The vessel tortuosity was normal. The patient was not hospitalized nor was the patient¿s hospitalization extended as a result of the event.